Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31608077l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The impedance and steam pop issues could not be confirmed during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a cavotricuspid isthmus ablation (cti) line ablation with a qdot micro¿ catheter, the patient experienced steam pop x4, small impedance rise, and av (atrioventricular) block. Ablations were done with 50w. The catheter, the flush, and temperatures during ablations appeared "fine". A small impedance rise was noticed during the ablations. A merit sheath was used along with a boston scientific cs (coronary sinus) catheter. No other devices were used. The procedure was not successfully completed.